Event description:
Customer reported via phone, the insulin pump alarmed no delivery four to five times. Customer's blood glucose was 68 mg/dl. The device alarmed during bolus. Troubleshooting was performed and it was determine the occlusion may have been in the infusion set and reservoir. Customer was advised to do a complete set. Customer stated he would like to reuse the reservoir as he doesn't have many supplies. Customer was advised against reusing it as it may have cause the insulin pump to alarm no delivery. Customer agreed to return the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.